Event description:
Ous MDR - boston scientific received information that during a routine check, this patients right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Loss of capture at 6.5 volts at 1.0 milliseconds and a drop in r waves measurements below 12.0 millivolts was also observed. During the check, the physician noted oversensed noise on the rv channel which inhibited pacing for the patient for as long as two to three seconds, making the patient feel pre-syncopal. Attempts to reproduce the noise in the clinic was unsuccessful and the physician suspected their might be an insulation issue with the lead. The patient will undergo a replacement procedure and the rv lead will be replaced then. For now, the rv lead was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.